Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that sensor needle was broke when they inserted the sensor. Customer's blood glucose level was 138 mg/dl at the time of the incident. Customer was not reporting that the sensor or introducer needle fractured while in the body. The device will be returned for analysis.